Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asczs0076 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle bent when inserted. Safety mechanism slips out when inserted and this caused leakage. Grip to hold the needle very small and when holding the wings the needle slips back into the safety cap.